Event description:
Reporter indicated that a patient's vns generator could not be interrogated. Troubleshooting was performed and a test generator was successfully interrogated with the same programming system. It was reported that the generator could be palpated through the patient's tissue. The physician elected not to reset the generator, because the pt continues to feel stimulation and have good seizure control. Attempts to gather additional information and programming history have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.